Event description:
Using the new nim nerve monitoring system, manufactured by medtronic (nim vital) it has had issues with false positive alerts. It also has issues where even when plugged in there is disconnection.